Manufacturer narrative:
Reporting institution phone number: (B)(6).

Event description:
The customer reported that during the night the patient removed their mask and there was no alarm. The following day the ventilator is frequently giving the alarm "low oxygen concentration". The ventilator was on a patient. No harm was reported. The customer spoke with a remote service engineer (rse), a problem was identified in the part/module air and o2 flow sensor assembly. The rse recommended that it will be necessary to schedule a visit to the site to continue the repair. The investigation is ongoing.

Manufacturer narrative:
Device evaluation was performed at the bench repair center by the authorized service provider (asp). Asp did not find any malfunction errors, only low oxygen input pressure alarms. As per asp, low o2 concentration happens when having a corresponding with oxygen greater than 21% and the oxygen inlet pressure coming from the source is not enough. Apart from the alleged issue, during evaluation asp detected that power cable did not comply with the established electrical safety values. Fan and air in let filter need to be replaced. Central processing unit (cpu) top cover was cracked and tray where the feet are anchored was bent. Asp also found some issues in the air flow accuracy test, reading values on the device were not within limits. No repair was needed for initially alleged issue. Power cable, cpu cover tray, top case, foot at bottom of cart, fan filter, air inlet filter and flow sensor assembly were replaced to fix the issues found during evaluation. Following the test & verification procedure, the device was restored to factory settings. All test and verification procedures necessary to certify the return of the device to working conditions were carried out satisfactorily. To assure proper device performance, asp recommend using only accessories and expendables approved by philips.

Manufacturer narrative:
The authorized service provider (asp) replaced the air inlet and fan filters at the bench repair center. The power cable is out of range and does not comply with the established electrical safety values ¿¿. This occurs due to a poor fixation on the connection. The tray where the feet are anchored is bent, and the upper casing of the equipment with a broken and cracked part. These parts must be replaced. As for the oxygen alarm indicated by the customer, no malfunctioning errors have been found, only low oxygen inlet pressure alarms. This occurs when having a prescription with oxygen greater than 21% and the oxygen inlet pressure is not sufficient. Further information has been requested for other issues found during the evaluation.

Manufacturer narrative:
The replaced flow sensor assembly (fsa) was returned to the philips product investigation lab (pil) for evaluation by a pil technician. The pil technician could not duplicate either of the alleged issues of low oxygen input alarms or low oxygen (o2) concentration. With the pil test ventilator set to 30% oxygen with oxygen available at the oxygen input port of the pil tech device, the pil test ventilator operated without issue or producing error codes. The pil test ventilator correctly showed 30.53 psi at the o2 inlet plug and the analyzer showed 30% o2 with the pil test ventilator set to deliver 30% operation. The device also passed all o2 flow and o2 concentration testing. The pil tech purposely induced and verified the o2 alarm (error code 1208) operated as designed to fulfill the obligation of the testing per the v60/v60 plus ventilator service manual 1049766 tand verified that the alarm would show in drpta. The pil confirmed that the purposefully induced alarm showed up in the drpt. Due to the tech verifying the correct oxygen delivery and correct occurrence of the alarm when appropriate, the pil tech's investigation concluded that there was no problem found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.